Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the backend was loose and coming apart. This was attributed to faulty care and maintenance. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the backend was coming undone. This was attributed to faulty care and maintenance. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
The customer returned the device for service. This is report 1 of 1 for complaint #(B)(4).

Event description:
The customer returned the device for unreported service. Service technician found the backend was coming undone. This is report 1 of 1 for complaint #(B)(4).